Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), perforation ('perforation: other') and device expulsion ('migration,migration of essure device location of device: uterus and cervix') in a 40-year-old female patient who had essure (batch no. 654823, 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin since (B)(6) 2010, bupropion hydrochloride (wellbutrin) since (B)(6) 2014, ergocalciferol since january 2010, ibuprofen since (B)(6) 2009, iron since (B)(6) 2010 and vitamins nos (multivitamin) since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain :pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("mental anguish"), anaemia ("blood or heart disorder/condition type: anemia"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("pain :abdominal"), depression ("psych injury / depression"), bladder disorder ("bladder/urinary problems: unspecified "), urinary tract disorder ("bladder/urinary problems: unspecified") and abdominal pain lower ("lower abdominal area"). The patient was treated with levothyroxine, metformin and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, perforation, device expulsion, genital haemorrhage, abdominal pain, dysmenorrhoea, depression, bladder disorder, urinary tract disorder, anxiety, anaemia, vaginal discharge, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, perforation, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events" pain: pelvic/ abdominal, dysmenorrhea (cramping), abnormal bleeding (general), breakage, migration, perforation (other)". Date(s) of removal: (B)(6) 2015 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: left occlusion only, total bilateral occlusion, migration of essure device, breakage of essure device. Lot number: 654823, manufacturing date: 2009-07, expiration date: 2012-07 . Lot number: 627072, manufacturing date: 2007-04, expiration date: 2010-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ("breakage"), perforation ("perforation: other"). And device expulsion ("migration, migration of essure device location of device: uterus and cervix"). In a 40-year-old female patient who had essure (batch no. 654823, 627072), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included: atorvastatin, since january 2010. Bupropion hydrochloride (wellbutrin), since 31-mar-2014. Ergocalciferol, since january 2010. Ibuprofen, since october 2009. Iron, since january 2010. And vitamins nos (multivitamin), since january 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pain: pelvic"), dysmenorrhoea (dysmenorrhea ("cramping")), anxiety ("mental anguish"), anaemia ("blood or heart disorder/condition, type: anemia"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage (abnormal bleeding ("vaginal")) and menorrhagia (abnormal bleeding ("menorrhagia")). On an unknown date, the patient experienced, device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (abnormal bleeding ("general")), abdominal pain ("pain: abdominal"), depression ("psych injury / depression"), bladder disorder ("bladder/urinary problems: unspecified"), urinary tract disorder ("bladder/urinary problems: unspecified") and abdominal pain lower ("lower abdominal area"). The patient was treated with levothyroxine, metformin and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, perforation, device expulsion, genital haemorrhage, abdominal pain, dysmenorrhoea, depression, bladder disorder, urinary tract disorder, anxiety, anaemia, vaginal discharge, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. And the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, perforation, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events "pain: pelvic/ abdominal, dysmenorrhea ("cramping"), abnormal bleeding ("general"), breakage, migration, perforation ("other")". Date(s) of removal: (B)(6) 2015, discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015, result: left occlusion only. Total bilateral occlusion, migration of essure device: breakage of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: lot number. Event: abnormal bleeding ("vaginal, menorrhagia"), depression and mental anguish, anemia, vaginal discharge, lower abdominal area. Event date: outcome and event migration updated to migration of essure device location of device. Uterus and cervix added. New reporter, patient demographic information, lab data, essure stop date, concomitant medication with indication were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation: other'), device breakage ('breakage') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain :pelvic"), abdominal pain ("pain :abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: unspecified ") and urinary tract disorder ("bladder/urinary problems: unspecified"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, perforation, device breakage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, pelvic pain, perforation, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: she had received treatment for following events" pain: pelvic/ abdominal, dysmenorrhea (cramping), abnormal bleeding (general), breakage, migration, perforation (other)". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury¿ was updated to more specified event¿ breakage, migration, peroration (other), pain: pelvic, pain: abdominal, abnormal bleeding (general), pain: dysmenorrhea (cramping), psych injury, bladder/urinary problems: unspecified¿. Reporter, demographics; lab data, essure indication (amended) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/fracture'), perforation ('perforation: other') and device expulsion ('migration,migration of essure device location of device: uterus and cervix') in a 40-year-old female patient who had essure (batch no. 654823, 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho evra from 2005 to (B)(6) 2008. Concomitant products included atorvastatin since (B)(6) 2010, bupropion hydrochloride (wellbutrin) since (B)(6)2014, ergocalciferol since (B)(6) 2010, ibuprofen since (B)(6)2009, iron since (B)(6) 2010 and vitamins nos (multivitamin) since (B)(6) 2010. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain :pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("mental anguish"), anaemia ("blood or heart disorder/condition type: anemia"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("pain :abdominal"), depression ("psych injury / depression"), bladder disorder ("bladder/urinary problems: unspecified "), urinary tract disorder ("bladder/urinary problems: unspecified"), abdominal pain lower ("lower abdominal area"), device dislocation ("migration"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with levothyroxine, metformin and surgery (surgical removal of coil(s)). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, perforation, genital haemorrhage, pelvic pain and device dislocation had resolved and the device expulsion, abdominal pain, dysmenorrhoea, depression, bladder disorder, urinary tract disorder, anxiety, anaemia, vaginal discharge, vaginal haemorrhage, menorrhagia, abdominal pain lower, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, bladder disorder, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, perforation, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events" pain: pelvic/ abdominal, dysmenorrhea (cramping), abnormal bleeding (general), breakage, migration, perforation (other)". Date(s) of removal: (B)(6)2015, (B)(6)2015 discrepancy noted. Trailing coils - right = 2, trailing coils - left = 2. Date(s) of removal: (B)(6)2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: result: left occlusion only, total bilateral occlusion, migration of essure device, breakage of essure device. Lot number: 654823 manufacturing date: 2009-07 expiration date: 2012-07 . Lot number: 627072 manufacturing date: 2007-04 expiration date: 2010-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received- new events post procedural complication, migration, uti was added. Event outcome of pain, bleeding, fracture , migration, perforation was updated. Reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.